Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha by using s-rom-a and pinnacle (date of surgery was unknown). It was reported that it was confirmed that the distal end of the s-rom-a stem (p/n: unknown) was sunk into the lateral cortical bone as a comparing the post-operative x-ray photograph with the current x-ray photograph. No further information is available.